Manufacturer narrative:
Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 22 mm in length and extended from a position 6 mm distal of the proximal markerband to 9 mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon fifth to sixth inflation at 20 atmospheres for 50 to 60 seconds. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.